Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 500ml bag of tpn and intralipids, with approximately 200 ml volume that was programed to infuse as a primary at 8 ml/h for 24 hours, was noted to be empty after 3 hours. The patient's blood sugar level increased to over 600 and insulin was ordered by the nnp.

Manufacturer narrative:
The customer¿s report of an overinfusion, and that a 500ml bag of tpn and intralipids was programmed to infuse at 8ml/hr for 24 hours but was noted to be empty after 3 hours, was not confirmed. The pcu event log showed that at 7:53 pm on (B)(6) 2016 the device was in use and infusing a basic infusion; the primary infusion completed and transitioned to kvo and at 7:57 pm the previous infusion running at 8.5ml/hr with a vtbi of 17ml was restored and started. At 9:57 pm the primary infusion completed and the device transitioned to kvo; at 9:58 pm, the previous infusion was restored and started. At 11:58 pm the primary infusion completed and the device transitioned to kvo; at 11:59 pm, the previous infusion was restored and started. At 12:17 am on (B)(6) 2016 the door was opened and the device alarmed for flo stop open. The door was closed and the infusion was restarted. At 12:19 am on (B)(6) 2016 the rate was changed to 8ml/hr. Approximately 1 hour and 17 minutes later, at 1:36 am, the door was opened and the device was removed. The volume recorded as being infused from the time the rate was changed to 8ml/hr until the time the device was removed was 10.341ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.